Event description:
In 2009, the patient reported that the past couple of times she has changed the insulin cartridge she has had to prime 2-3 times before insulin dripped from the end of the infusion tubing. She stated that she normally primes one time and then maybe a "couple" of more units to fill the infusion tubing. She stated that no insulin has been spilled into the cartridge compartment of the infusion device. She also reported experiencing elevated blood glucose of 500 mg/dl for the past couple of days. Symptoms of elevated blood glucose are thirst and frequent urination. The patient did not wish to continue troubleshooting. No further information regarding elevated blood glucose was provided. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.